Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a keypad issue occurred, key 1 was loose and not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key 1 was loose and was not functioning on the keypad. The field service engineer (fse) also observed that the exclamation mark key was not working. A system reboot was attempted, but the issue persisted. The fse proceeded to replace the keyboard. After replacement, all keys were tested in hardware test application, and all letters were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device